Event description:
The manufacturer received information alleging an issue related to a dreamstation bipap st30 device. There was no report of patient harm or injury. The device was returned to a third-party service center. Evaluation result confirmed no evidence of foam particles in the assembly and the device was corroded. Connector oxide also found as secondary contamination. The device was scrapped.

Manufacturer narrative:
H3 other text : device evaluated by third party service center.

Manufacturer narrative:
The manufacturer received information in relation to a dreamstation bipap st30 unit. The device was returned to a third party service center. During visual inspection of the device, corrosion was found in the device. Connector oxide contamination was also found during device evaluation. Device was scrapped at customer's request. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.